Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no direct relationship of the device as no failure was indicated or found. Based on the results of the investigation, a malfunction has not been identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had single arcuate incisions done on (B)(6) 2020 with catalys and the system made a complete cut. It was mentioned that the patient was moving during the procedure and this may have caused the full cut. There was a delay in procedure to complete the surgery and the surgeon had to sutured the arcuate cut.